Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the device did not fire. The green button was pressed but was not able to squeezed the handle. New reload was use to complete the procedure. There was no patient injury.